Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a f/u report detailing the results of the eval once it is completed. Method: a sample device was returned and is currently under investigation.

Event description:
A report received stating that one of the eyelets on the tracheostomy tube flange broke during use. The tube had been in use for approximately 1 month prior to the breakage. Replacement of the tube was required. No incident related medical sequela was reported.